Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on station was incorrect. A technical support specialist updated the time on the station and verified the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed incorrect time. The user requested that the clock should be corrected so orders would process at the proper time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.